Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, upon removal of the acrobat suv stabilizer foot from the myocardium surface, the foot stuck on the myocardium and tore the surface as it was removed. The complaint report form stated "the left based suction cup cutting into the right ventricle and causing bleeding with necessity to repair the right ventricle wall." The same unit was used to complete the procedure. The hospital did not report any further patient effects. The product was discarded.